Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in an inappropriate shock. The noise could be recreated and was present in the primary and secondary sensing vectors but much less in the alternative vector. Boston scientific advised to reprogram to the alternative vector until a pocket revision can be performed. The physician elected to turn off the device to allow the system an opportunity to fibrose and will see the patient again in six weeks. No adverse patient effects were reported. Despite allowing the system to fibrose in the pocket, the oversensing persisted. Per the patient¿s request the device remains off. The patient was referred back to their implanting physician for revision. The patient also reported pain when in bed. This remains unresolved. The patient wishes the system to be removed but the implanting physician disagrees. As of today the device remains implanted but therapies off.

Manufacturer narrative:
This electrode was discarded by the hospital following explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this subcutaneous system was explanted and replaced with a transvenous system.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. The noise could be recreated and was present in the primary and secondary sensing vectors but much less in the alternative vector. Boston scientific advised to reprogram to the alternative vector until a pocket revision can be performed. The physician elected to turn off the device to allow the system an opportunity to fibrose and will see the patient again in six weeks. No adverse patient effects were reported.

Event description:
New information received indicates that surgical intervention was performed and the suture sleeve was found to be covering the sensing electrode. The electrode was repositioned into a more medial position and remains in service. Following the procedure there was some intermittent sensing of the p-wave due to low amplitudes. The patient will be seen again in one month.